Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump has been resetting itself multiple times per day throughout the past few days, and that the pump alarmed with an excessive no delivery alarm. The patient's blood glucose at the time of incident is unknown. The customer confirmed that the excessive no delivery occurred during normal pump use. The customer was advised to monitor the pump and continue to wear it until a replacement arrives. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.